Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer received motor position encoder error. The customer's blood glucose level at the time of incident was 162mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and unable to perform the a21 error, occlusion and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file was overwritten. However, the insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. No cosmetic damage noted during our physical inspection.